Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd lord's ¿ syringe there was an issue with damaged hub. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd lord's syringe there was an issue with damaged hub. There was no report of injury or medical intervention.

Manufacturer narrative:
Customer returned (1) loose 1/2cc, 8mm syringe. Customer states that the hub was damaged. The returned syringe was examined and exhibited a scratch in the barrel running from the 0-5 unit markings. Unable to perform DHR check due to unknown lot number. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (scratched barrel). Probable root cause: scratched barrel is due to syringe contacting a machine part during conveyance or assembly after printing.